Event description:
Additional information was received on (B)(6) 2011 when product analysis was completed on the explanted generator. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
On (B)(4) 2011, additional information was received when the manufacturer's consultant reported that he was returning the generator to the manufacturer for product analysis. The explanted generator was received by the manufacturer on (B)(4) 2011, for product analysis that has not yet been completed. On (B)(4) 2011, the physician reported that the high impedance was first discovered on (B)(4) 2011. X-rays were taken but the physician reported that they will not be sent to the manufacturer for review. The surgeon said that the x-rays were unremarkable. No patient manipulation or trauma occurred that is believed to have caused or contributed to the patient's high impedance. After battery replacement surgery the patient was seen by the physician on (B)(4) 2011 and system diagnostics test showed lead impedance=ok/impedance value=6353ohms.

Manufacturer narrative:
Date of event, corrected data: additional information was received from the physician so the aware date was changed from the one listed on the initial report.

Event description:
On (B)(6), 2011 the manufacturer's consultant reported that high impedance was discovered for the vns patient. No additional information was provided at that time. On (B)(6), 2011 the vns patient went for revision surgery and after the generator was replaced the high impedance resolved. Therefore, the original lead was left implanted in the patient and was not replaced. Good faith attempts for return of the explanted product have been made but the product has not yet been returned to the manufacturer to date. Additional information regarding the high impedance has been requested from the physician; however no further information has been received. If further information is received, it will be reported